Event description:
It was reported that there was difficulty inserting a lead into the atrial header port of the pulse generator during implant. The lead was successfully inserted but the physician opted to remove and replace the device.

Manufacturer narrative:
Final analysis confirmed the report of difficult lead insertion into the header ports. The force required to insert tests leads into the header ports exceeded product specifications.